Event description:
It was reported that the customer's insulin pump had pieces falling out of the reservoir compartment. The customer noticed the pieces falling out of the reservoir compartment when she was changing out her reservoir. The customer's blood glucose was unknown. Troubleshooting was done. The customer was unaware of how the damaged occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.